Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 120 mg/dl. The customer performed troubleshooting was able to prime the pump. However the customer lost a lot of insulin and was having trouble with the reservoir. The device not will be returned for analysis.